Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: femur cemented cruciate retaining (cr) catalog # 42502006002 lot # 64276519; articular surface fixed bearing ultracongruent (uc) catalog # 42521200410 lot # 64090936; all poly patella catalog # 42540000032 lot # 64441505. Persona cem fem/cem tib/s catalog # 98-0002-400-00 lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Multiple MDR reports were filled for this event: 3007963827-2020-00329, 3007963827-2020-00331, 0002648920-2020-00538. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient experienced pain, alignment issues and broken bone in her foot. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.